Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the reported cause of the balloon rupture was the patient's calcification (moderate-severe circumferential calcification; heavy stj calcification).  The cause of the withdrawal difficulties and sub sequent cut down was related to the burst balloon difficulties entering the esheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, at the end of deployment of a 26mm sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system balloon ruptured. The valve was successfully implanted; no pvl. Upon removal of the delivery system, withdrawal difficulties through the sheath were encountered. A cutdown was performed to remove the devices. The patient is currently stable. The reported cause of the balloon rupture was the patient's calcification (moderate-severe circumferential calcification; heavy stj calcification).